Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system reported inadequate pain relief. A lead revision procedure was completed to replace and position the lead. Therapy was restored to the patient.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: section b5 - event description section d4 - expiration date, unique identifier (UDI) # section d9 - device returned to manufacturer section g3 - date received by manufacturer section g6 - type of report section h4 - device manufacture date section h6 - evaluation codes section h10 - manufacturer narrative the lead was received in two pieces with a small portion of the lead extension. The anchor was not returned. The migration likely contributed to the inadequate pain relief. Due to the condition of the returned lead and no anchor component returned, the root cause of the migration is unable to be definitively determined. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including "lead migration from the location chosen at initial implantation, resulting in stimulation changes." The surgical guide continues by stating, "the patient may require surgery (including revision, explant, and replacement)" as a result of these risks.

Event description:
It was additionally confirmed that a lead migration was identified during the evaluation of the patient's inadequate pain relief. As a result of the migration, the lead revision was completed.